Event description:
The pt experienced an ischemic stroke. During the third pass with the retriever x6, the loops of the device straightened. The physician attempted to push the retriever back through the clot to dis-engage it from the thrombus. Upon pulling the retriever back through the clot to dis-engage it from the thrombus. Upon pulling the retriever back through the clot, a non-flow limiting dissection was noted in the supraclinoid cavernous turn of the ica. There was no sign of hemorrhage or bleeding, the pt did not experience adverse clinical sequelae due to the dissection.